Event description:
It was reported that the patient had an increase in seizure frequency and intensity recently. The physician did not necessarily attribute this to vns, but the cause was unclear at the time. The relationship to pre-vns levels could not be quantified as patient had these increases prior to vns also. The patient has a migrational defect and infantile spasms similar to lenox-gastaut syndrome and has periods where he will have increases in his seizures and then it will decrease, so this is not unusual for the patient. Physician decided to try changing patient's medication and reassess the patient in a few weeks.